Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided. It was reported there was an empty pump. The patient missed a refill for an unknown reason. The hcp noted they would be updating the reservoir volume to clear the alarm. The alarm was bothersome to the family and the patient. The hcp noted she would not share the patient name or any details about this issue. The pump had been empty for at least a month. The hcp mentioned a "psychiatric mishap" but refused to give further details about the patient or event when asked. The patient did not have a hcp for the pump. The hcp noted she was not managing the patient. No further information was provided. If additional information is received, a follow-up report will be sent.